Event description:
The patient reported moisture was found inside the cycler and on the cassette after completing treatment. The fluid was found when he opened the cassette door to remove the tubing set. The origin of the leak could not be identified. The patient suffered no adverse effects from the treatment. The patient was not prescribed antibiotics and his effluent is still clear. After treatment the cassette was discarded. No sample.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.